Event description:
Report from environmental consulting company that a customer had employees experiencing respiratory irritation and irritation of the eyes, nose and throat during usage of cidex opa. Symptoms subsided when employee stepped outside of the work area. No medical intervention provided.